Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. A month later, the patient had the artificial urinary sphincter cuff and balloon components replaced due to a saline leak through the cuff hole. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid leak was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified in the cuff shell proximal to the cuff edge. The damage is consistent with wear at a corner of a fold in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis concluded a device malfunction as the most probable cause of the event. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. A month later, the patient had the artificial urinary sphincter cuff and balloon components replaced due to a saline leak through the cuff hole. Following the surgery, the patient was stable, improved and the event resolved.